Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one connector assembly for evaluation. Signs of use in the form of adhesive residue was observed on the juncture hub. Visual analysis revealed the red (arterial) luer hub contained one large crack. This damage is consistent with repeated tightening on the luer. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush catheter thoroughly with normal saline to remove residual blood, post-treatment and before instilling heparin". When the arterial luer was flushed , significant leaking was observed at the location of the crack. No leaks were observed when the venous luer was flushed. A manual tug test confirmed that both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub contained one large crack. The appearance of the crack is consistent with overtightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.